Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional hi-torque device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, mid right coronary de novo artery. A 014in. Whisper extra support guide wire (gw) was advanced to the lesion then an unspecified balloon catheter was advanced over the gw to pre-dilate. During deflation, it was noted that the gw felt sticky causing difficulty during removal of the balloon. They were both removed as a single unit. After removal, it was noted that the coating of the wire was sticky. Another whisper wire was used but the same issue occurred. The procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.